Manufacturer narrative:
The device was not returned to csi, therefore an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 80% stenosed and 30 mm in length. It was treated using five passes with the oad on low speed. Upon removal of the oad, a dissection was identified in the mid lower anterior descending artery. The dissection was partially resolved with balloon angioplasty, and was fully resolved with placement of a stent. The patient was stable following the procedure.